Manufacturer narrative:
(B)(4). Batch #r94p9x. Investigation summary: the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The hand piece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the hand piece cavity during the steam sterilization process. The primary path of ingress is the distal seal. This may be caused by a reduction of the compressible force on the distal seal. However, no definitive root cause could be drawn. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected hand piece functionality. Additional information was requested and the following was received: no patient consequence.

Event description:
It was reported that during an unknown procedure, the device stopped functioning. There were no patient consequences. No additional information is available at this time.